Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the appropriate tandem charging equipment and trying alternate charging options. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump and instructed the customer on how to proceed with returning the faulty device while advising them to use mdi as a backup therapy.